Manufacturer narrative:
All buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. No frozen screen noted. Time advanced properly. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and air bubble test due to button keypad anomaly. The insulin pump had minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting was performed. The act button did not work and the keypad was unresponsive. The customer stated that there was no significant event leading to the keypad issues. The time on the clock did not advance when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported that they experience a high blood glucose of 389 mg/dl on (B)(6) 2017 and 562 mg/dl on (B)(6) 2017. Troubleshooting for the high blood glucose of 389 mg/dl was performed. Customer's blood glucose value was 330 mg/dl at the time of the call. The customer stated that it was just hot when asked for any symptoms. The customer treated with bolus. The customer added that they treated the 562 mg/dl with bolus and manual injection, and then there blood glucose dropped to 57 mg/dl. When they treated the low blood glucose with 7 glucose tablets, their blood glucose went up to 400 mg/dl, which was then treated with manual injection, which made it dropped to 101 mg/dl. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Further troubleshooting could not be performed due to unresponsive buttons and the customer declined troubleshooting for the second high blood glucose reading. Per the button error/keypad anomaly troubleshooting, the product will be returned for analysis.